Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/29/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/14/2015 with the following findings: the original complaint could not be duplicated or confirmed. The keypad cover was intact and all the keypad buttons responded normally. The keypad cover was removed and there was no evidence of contamination under all the button contacts. Unrelated to the original complaint, the display was dim, faded, and discolored. Also, unrelated to the original complaint, the battery compartment was cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.